Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The patient reported infusion set removed due to pain at insertion site no further information available.